Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that data was missing from the meter's memory. This is noticed once per day over the past 2 months, but the specific dates and times of the missing data is unknown. It was alleged the missing data could affect bolus advice. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.